Event description:
The customer reported three (3) false positive results with the ID now covid-19 assay performed for a patient on various dates. This report addresses patient two (2) of three (3) . The patient tested positive with the ID now performed on a direct tested nasal swab sample on (B)(6) 2022. Pcr confirmation testing ( molecular testing inside diagnostic ) was performed on unknown date generated a negative result. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR numbers: 1221359-2022-04455 through 1221359-2022-04457.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1078514 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1078514 and test base part number 190-430 / lot 1078514. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1078514 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is cross contamination.